Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the emergency pacing feature of the programmer was activated inadvertently. The programmer was replaced and operated without issue. The programmer is expected to be returned. No patient complications have been reported as a result of this event.